Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:impaired left atrial function predicts inappropriate shocks in primary prevention implantable cardioverter-defibrillator candidates. Journal of cardiovascular electrophysiology. 2017; 28(7):796-805.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced inappropriate therapy due to atrial fibrillation (af), supra ventricular tachycardia (svt), and lead sensing issues. It was noted that there were leads that exhibited t-wave oversensing (twos) and contained apparent fractures. The status of the device systems is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.